Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported errors air valve liftoff failure (e/c 1012-air valve liftoff failure, 3106-patient circuit leak, 3117-crossover circuit fault,3126). Customer replaced the power supply to address a 1012 code and now has several other codes as well as the 1012. The device was not in use at the time of the reported event; therefore, there was no patient involvement.

Manufacturer narrative:
Date rec¿d by MFR : 21aug2019, date of report : 23aug2019. Numerous unsuccessful attempts to obtain information on the repair of this device were made. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.